Event description:
Patient was referred for battery replacement. Further information was received that the patient had low battery and was experiencing an increase in seizures.

Event description:
Patient underwent full revision surgery (replacement of the lead and generator). The surgeon noted during surgery that the lead was not attached to the vagus nerve. No further context was provided. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Patient was referred for a full revision (replacement and generator and leads). No known surgical intervention has occurred to date. No other relevant information has been received to date.